Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy effluent. The cause of the event was unknown. The patient was hospitalized for the event. Treatment was unknown. At the time of this report, the patient was not recovered from the event. Pd therapy was discontinued. No additional information is available.